Event description:
Device was abandoned at implant when an intraoperative echo showed aortic insuffiency, possibly due to poor leaflet performance. One leaflet appeared unresponsive. Product inspection during intraopertive replacement found no problems noted. The value was replaced during the case with no patient complication reported